Event description:
The customer described a lock up and thereafter a no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 connector was evaluated and reseated. The voltage on ps1 power supply was then readjusted. The system was tested and found to be working as intended and returned to service.